Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that the catheter was inserted, and hicaliq and inovan were continuously being infused into the patient. At about four days later, while the clinician was changing the position of the patient in bed, the injection hub separated from the extension line. After the event, the line was secured with clips to prevent the patient from bleeding out. There were no reported patient complications as a result of this occurrence.